Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high as compared to her normal feelings/result(s). The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that she tests about three times a day and that her normal readings are between 140 and 150mg/dl. The patient stated that at an unspecified date and time at the end of december 2011, she obtained the alleged high reading of "260+mg/dl." The patient stated that she manages her diabetes with insulin, novolog (unknown dose) taken three times a day and levemir (unknown dosage) taken once at night time and denied making any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient developed symptoms of "dizziness and trembling," which the patient "associates with low blood sugar levels." Shortly after, the patient reported "eating a pear" in response to the symptoms and two hours later, "felt better." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (02/23/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6), 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.